Manufacturer narrative:
(B)(4). (B)(4). The other xience stent mentioned is being filed under MFR number 2024168-2009-02162. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, on the hypotube, on the hub, and in the guide wire lumen. There was contrast on the balloon and on the distal shaft. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated, 19.5 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There were four kinks in the hypotube, 11 cm and 18 cm distal to the strain relief tubing and 5 mm and 1.2 cm distal to the separation. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including, but not limited to, anatomical morphology, disease state, pre-dilatation strategy, product size selection or placement technique, interactions with other devices, damage to the stent implant or the sds, and accessory device support. The anatomical condition was reported as moderately tortuous and mildly calcified, which likely contributed to the failure to cross. Quality assurance analysis noted blood on the balloon, distal shaft, hypotube, hub, and in the guide wire lumen and contrast on the balloon and distal shaft. The stent implant was stationary on the tightly folded balloon between the markers. This is consistent with handling/usage and suggests the balloon had not been inflated. Furthermore, dimensional analysis of the product found that the tip seal length and outer diameters of the stent implant met manufacturing criteria. It was confirmed that the hypotube and jacket on both devices were separated, distal to the strain relief tubing, with kinks in the vicinity of the separations. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload. This type of fracture is often attributed to ductile overload at a bend/kink. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause separation. Since no damage was reported as being noted during the inspection prior to use, the hypotube separations and kinks likely occurred as a result of the procedural attempt to cross the lesion as it was reported. In this case, the failure to cross, hypotube separations, and subsequent kinks appear to be related to the operational context of the procedure. A review of the product lot history records did not reveal any non-conforming material reports issues for this lot that could have contributed to the incident and all on-line inspections and testing met manufacturing criteria. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury. Device issue: shaft separation. It was reported that an attempt was made to implant a 3.0 x 28 xience stent; however, it stopped, after several predilatations, at the plaque area; therefore, an attempt was made to implant the stent some millimeters proximal. A 3.5 x 28 xience stent was implanted in the proximal rca, due to a dissection caused by another company's balloon, during predilatation. Another attempt was made to stent the mid rca with a 3.0 x 28 xience; however, it stopped at the plaque. Attempts were made to push the device more and more, and the device kinked, and the shaft broke outside the patient, in front of the rhv. Another attempt was made with a 3.0 x 18 xience; however, the same thing happened again; therefore, two of another company's stents were successfully implanted into the vessel. No additional event or patient information is available.